Event description:
A facility medwatch report ref #: (B)(4) was received stating that: "unit was on patient. Power was on, but was not delivering desired settings. Ventilator displayed the error message stating, "no battery capacity"." Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service was requested by the user facility who performs investigation and service by themselves. No parts or ventilator logs were provided for investigation. Further information was requested but no response has been received. Due to the limited information provided, no investigation has been possible. Therefore, the root cause of the reported event has not been determined. H3 other text: 4117.

Event description:
Manufacturer's ref #: (B)(4).